Event description:
Information was received that during testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep no cassette. No reported adverse effects.

Manufacturer narrative:
H3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were power down pump turned on and high pressure messages after the pump started. A functional test was conducted. The reported "double beep no cassette" was able to be confirmed. The pump was found to be "double beeping" when batteries were inserted during power up. The downstream occlusion sensor be replaced to resolve the issue.